Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 237 mg/dl at the time of incident and current blood glucose over 600 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that site issues was pain or soreness and discomfort. Customer troubleshoot was performed. Customer was stop troubleshoot for discomfort at site. The product will not be returned for analysis.